Event description:
It was reported that upon filter removal, one arm was found fractured and located in the right atrium. The filter was removed successfully. The dr left the detached arm in place. The pt was asymptomatic prior to filter removal and is currently asymptomatic.